Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found additional damages of failed leak test at the cable. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. This issue is addressed in the instructions for use (IFU): "refer to the instruction manual for the camera control unit for instructions on white balance or manual color-tone adjustment. Note when exchanging endoscopes or camera heads, always reset the white balance. Failure to do so may result in inaccurate color reproduction. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.

Event description:
It was reported, during preparation for use/prior to sedation for an unspecified procedure, the camera head presented an image problem with a 224 error code, and would not white balance. The subject device was replaced with another camera and the intended procedure was completed with no surgical delay. No devices were connected to the subject device at the time of the event. There was no patient impact or harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.